Manufacturer narrative:
A product investigation was completed: the returned instrument was examined and the complaint condition was confirmed as the cannulated tip was found to be broken and missing a portion. No definitive root cause was able to be determined however the failure mode is likely contributable to the application of excessive force/rough handling over 15+ years in the field. The returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common trauma instrument and is noted in many system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system the returned driver is one of four instruments intended for screw insertion (313.93, 314.04, 314.05 and 314.23). The returned instrument was examined and the complaint condition was confirmed as the cannulated tip was found to have an oblique break with a missing a portion of approximately 5mm x 4mm. No definitive root cause was able to be determined however the failure mode is likely contributable to the application of excessive force/rough handling over 15+ years in the field. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age, gender & weight not provided by reporter. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 10/26/2000, part #: 314.05, lot#: 4189630 (non-sterile) cannulated hexagonal screwdriver. Quantity (B)(4). Lot was release to the warehouse on 10/26/2000. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a percutaneous pinning of the sacroiliac joint procedure on (B)(6) 2015, the screwdriver broke while beginning the insertion of the screw. All fragments were retrieved. An alternate driver was used to complete the procedure with no further problem. No harm to patient harm was reported and the procedure was successfully completed. There was a surgical delay of less than 5 minutes due to the device breakage. The screwdriver broke during initial insertion of the screw and did not generate any fragments as a result of the breakage. There are no malfunctions against the screw. Another screwdriver was readily available and the procedure was successfully completed with no patient harm. This complaint involves 1 device. This report is 1 of 1 for (B)(4).